Manufacturer narrative:
(B)(4). Eval, results: (arterial occlusion, perforation). (Severely calcified and moderately tortuous iliac arteries). (Another MFR's bare metal stent). Conclusion: device failure/lack of effectiveness related to pt condition (severely calcified and moderately tortuous iliac arteries). (Another MFR's bare metal stent).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. The iliac arteries were severely calcified and moderately tortuous. Prior to the stent graft implant, two bare metal stents from another MFR were implanted one in the left common iliac and one in the left external iliac artery. The contralateral limb was implanted inside the proximal most stent and a second contralateral limb was implanted inside the first contralateral limb and slightly proximal to the second stent. The final angiogram showed good results. Later that evening, the pt still had a low blood pressure and was brought back to the operating room. It was noticed that there was a tear in the iliac artery between the most distal stent and the vessel wall. The left common iliac artery was surgically occluded after which a femoral to femoral bypass was performed (ref MFR # 2953200-2011-0895). The physician stated that the combination of the vessel calcification and the angioplasty balloon to open up the other MFR's stent resulted in the tear. No add'l clinical sequelae were reported and the pt is stable.